Manufacturer narrative:
The investigation into this complaint consists of on-site investigation by our field service engineer of the ventilator, a device log eval and info from the hospital. The on-site exam found the ventilator functioning normally, no parts were replaced and the ventilator was returned back in service. According to received info from the hospital the self-extubation, when the hospital staff arrived in the room. The eval of the device logs shows that alarms for expiratory minute volume low, inspiratory tidal volume overrange and respiratory rate high were generated at the time for the incident. These alarms together indicates an excessive leakage or a disconnect situation. These alarms when generated remain active until the conditions causing them are waived. The first active operator action, according to the logs, was recorded 32 minutes after the first generation of these alarms. The conclusion is that there was no ventilator malfunction at the time for the event. The reported extubation (disconnection from ventilator) occurred and the presence of the alarms shows that the situation was detected by the ventilator and that appropriate alarms for the situation were generated. This conclusion is also supported by the fact that the ventilator was continuously used during 4 days after the event with no technical fault.

Event description:
(B)(4).